Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was used. During the procedure, after insertion of the 5f pigtail catheter when contrast was injected into the laa, a small effusion was noted. No hemodynamic changes occurred and the patient remained stable. 120cc fluid was removed via pericardiocentesis. The patient was admitted overnight and is expected to fully recover.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was used. During the procedure, after insertion of the 5f pigtail catheter when contrast was injected into the laa, a small effusion was noted. No hemodynamic changes occurred and the patient remained stable. 120cc fluid was removed via pericardiocentesis. The patient was admitted overnight and is expected to fully recover. It was further reported that the effusion was noted around the right ventricle and right atrium. The patient was stable and discharged.